Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. The patient continues to experience dyspareunia, groin pain, incontinence, and mesh erosion. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2003, due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced stress urinary incontinence, urinary retention, bladder infections and urgency.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary retention, bladder infections and urgency.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced nocturia.

Event description:
It was reported that following insertion the patient experienced nocturia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.